Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented remotely via merlin.net transmission, non-sustained, rv oversensing was observed on the device. No other electrical anomalies were observed. Programming changes and tests were suggested. Patient will be bought into clinic in may for programming changes. Patient was stable.